Manufacturer narrative:
A falsely elevated total human chorionic gonadotropin (total hcg) test result was obtained from an advia centaur xpt instrument. The initial test result was considered discordant in relation to the patient's history. Siemens is investigating the event. MDR 2432235-2021-00126 was filed for the alternate instrument, serial number (B)(4).

Event description:
A falsely elevated total human chorionic gonadotropin (total hcg) test result was obtained from an advia centaur xpt instrument. The initial test result was reported to a physician(s). The same sample was repeated the next day utilizing an alternate advia centaur xpt instrument and a second falsely elevated test result was obtainined. At a later date a new sample was drawn from the same patient and tested. A lower test result was obtained and reported to a physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
The initial MDR 2432235-2021-00126 was filed on 17-may-2021. Additional information (30-jun-2021): siemens reviewed the available information. The initial falsely elevated patient sample was repeated on the same instrument and an alternate instrument with lower and matching test results. Siemens is unable to rule out that preanalytical sample variables played a contributing role in the initial falsely elevated total human chorionic gonadotropin (total hcg) sample results. The cause of the falsely elevated total hcg test result is unknown. The instrument is performing within specifications. No further investigation of this instrument is needed. The adverse event problem codes were updated. MDR 2432235-2021-00126_s1 was filed for the alternate instrument, serial number (B)(6).